Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recn0353 showed one similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
Event #1: we had an event in the adult ICU on (B)(6) 2018 related to quality deviation of the power PICC 5fr catheter. There are 2 guide wires in the catheter kit. During withdrawal of the second wire (similar to interlaced steel wire), it showed resistance, split into 3 wires and broke. A piece remained inside the patient's vein.